Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Scorpio recessed patella reamer reaming eccentrically and hence hit clamp, knocking surgeon's arm and shoulder back forcefully. Instrument had been put together correctly but very old and loose and patella reamers are very blunt.